Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated atrial oversensing. On (B)(6) 2016 atrial oversensing observed in s2d egms. Atrial impedance is within range. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient received four inappropriate shocks due to non-physiological noise on both right atrial (ra), and right ventricular (rv) channels. There were no recorded noise events before, or after the shocks occurred, and no cause for the noise was ever determined. Reprogramming was performed for the rv lead. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.